Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 25 (removed cartridge alarm) occurred during pumping. When the customer attempted to load a new cartridge, multiple cartridge alarms (cartridge alarm 19) occurred during the load process with multiple cartridges. The customer's blood glucose level was 150 mg/dl and it would be addressed with a manual injection. It was confirmed that the customer had a backup method of insulin delivery available.